Event description:
Related report: 2017865-2024-71703. Related report: 2017865-2024-71704. It was reported, that the patient presented in clinic for revision of the right atrial (ra), right ventricular (rv) and left ventricular (lv) leads. It was noted, that the three leads were found dislodged upon chest x-ray imaging. All three leads were explanted and successfully replaced. Patient was stable.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found no anomalies. The double bend height was measured to be within product specification. Electrical testing was normal.